Event description:
It was reported that during routine device change out procedure while disconnecting the right ventricular lead from the header, insulation damage was noted on the lead. The lead was capped and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).